Manufacturer narrative:
This report is filed on january 23, 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array outside of the cochlea resulting in a performance decrement with device use. Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2018.